Manufacturer narrative:
Unit received with cracked and bleeding glass and lcd board. Unable to verify blank display due to cracked lcd glass. No buzzing noise noted. Unit received with minor scratches on lcd window. Unit received with cracked end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and has a continuous buzzing sound. Customer does not recall any significant events leading to the error, but indicated that the pump was dropped. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.